Manufacturer narrative:
Reference CAPA: 20-0014.

Manufacturer narrative:
H11: corrected data: corrected section f10 (patient code): patient code "2101" should be "2100".

Manufacturer narrative:
UDI number: (B)(4); valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The device has not be returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple requests for device return and additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the information provided, the root cause of the event cannot be determined, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an (B)(6) registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. It was reported through implant patient registry, a patient originally implanted with a 23mm aortic valve for 2 years 2 months, underwent an explant procedure due to stenosis and thrombus restricting leaflet motion. The patient received a replacement 25mm aortic valve. The procedure went well with no perivalvular leaks post procedure. Pod #2 CT showed small pericardial effusion with small left pleural effusion and moderate right pleural effusion. The patient was discharged pod #9.